Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised. Intra-operatively, it was noted that the outer portion of the constrained liner had cracked and the bipolar insert was coming out of the crack. The constrained liner and femoral head were revised (there are no allegations against the femoral head). The rep confirmed that no further information will be available.